Event description:
It was reported that when nurse opened the tibia implant package, he/she found a foreign object about 1 mm in size attached to the implant. The foreign object was removed, and the product was implanted into the patient. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). G2, japan. H3. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.